Event description:
Customer reported an aviva system blood glucose result of 143 mg/dl and 70 mg/dl within 10 minutes on a professional system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.